Event description:
Info was received that ths left ventricular lv lead was part of a system revision due to erosion. No adverse pt effects were reported. The product was modified surgically. Subsequent info was received that this product was part of a system revision due to a second erosion. No additional adverse effects were reported. The product was modified surgically. Additional info states that this lv lead exhibited low pacing impedance but within normal range as well as increase in pacing thresholds. It was also determined that this lead had insulation damage. No adverse pt effects were reported. The lead remained in service. The whole system was explanted approx one month later due to infection. No adverse pt effects reported.

Manufacturer narrative:
Na.